Event description:
I have been on the recall list for a new philips respironics dreamstation for 15 months. I received what is supposed to be their replacement machine yesterday. This machine is supposedly refurbished. The paperwork included in the box states it has been cleaned and sanitized. This is simply not true. The screen on the machine is dirty, and when I opened one of the flaps on the side, a hair fell out. This alone tells me they did nothing to clean and sanitize a machine that someone else has been breathing into. It's disgusting, sending out used machines to people is unacceptable. There are people that received brand new machines as their replacements early on. And the rest of us are now receiving the junk that was returned to philips from the recall. We should all be receiving brand new machines. FDA safety report ID# (B)(4).